Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the distal conductor was fractured. There was blood on the distal conductor (not obstructed). There was cosmetic environmental stress cracking on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2004, 5076 implantable pacing lead (B)(6) 2004.

Event description:
It was reported that at a routine device check, the patient complained of shortness of breath and high left ventricular (lv) lead impedance was noted. The patient stated that they had fallen over a cord. It was noted that the lead was implanted after the use before date. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.